Event description:
It was reported that at post-implant check, a chest x-ray revealed that the right atrial lead had dislodged. The lead was successfully repositioned without any adverse consequences for the patient. The patient would continue to be monitored.